Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead has been returned for testing. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that a perforation of this patient's atrium occurred. A revision procedure was performed at which time this atrial lead was removed from service and a pericardial window was performed. No additional adverse patient effects were reported.